Event description:
"Bleeding made for visibility issues, completed case, but in cath, and pulled traction to stop the bleeder."

Event description:
It was reported that during a bph surgical procedure the first fiber was used to the maximum allowable joule limit with no anomalies. The fiber was exchanged and with 250,000 joules expended it was noted that the fiber cap detached inside of the patient. The fiber tip was not removed due to visibility issues and some bleeding. It was not reported how the procedure was completed. Patient outcome: "no injury reported."